Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated after pvi (pulmonary vein isolation) cardiac ablation procedure with varipulse catheter, the patient experienced headaches, dizziness, and might have had a stroke. The patient is feeling good. Abnormality was seen in CT (computed tomography), but they didn't have to interact. MRI (magnetic resonance imaging) was scheduled for the following day or the day after that. It was reported that after the pvi ablation procedure with varipulse catheter, the patient got headaches and might have a stroke. The patient was reported to have been feeling good but also experienced some dizziness. Ablations conducted were lpv (left pulmonary vein) 10 ablations while 1 was incomplete, rpv (right pulmonary vein) 18 ablations while 5 were incomplete (big carina and widely separated rpv lead to ablation the carina as an additional anatomical structure). The act (activated clotting time) was always above 350. First ablation on lspv (left superior pulmonary vein) was at 2:29pm and the last one on ripv (right inferior pulmonary vein) was at 2:53pm. An additional map was performed and thus more ablations to the rpv. Start of additional ablations at 2:55 until 3:07pm. After that a new colleague joined the table and tried to understand the handling of the varipulse catheter from 3:07pm until 5:32pm. Errors during procedure were magnetic distortion on 20b lead to a flickering varipulse catheter on the 3d map. Calibration values were reported as high and were shown in red. Preparation for the catheter was flushed before inserting into the sheath and under irrigation with 4ml/min during the procedure. The catheter was tested before regarding loop diameter and bidirectional deflections, then was inserted into the sheath. Agilis sheath has been aspirated after catheter was 4-5 cm into the sheath. No bubbles were detected via optical check by nurses and doctors as well as no bubbles were detected by the ngen pump sheath was under constant irrigation 1000units heparin were added to the 1000ml nacl bag. That patient is feeling good. The neurological impairment event was cva (cerebrovascular accident)/stroke confirmed with CT. The patient¿s symptoms resolved. The findings from any brain scan were presented headaches and dizziness hours after procedure. Abnormality was seen in CT but they didn't had to interact. The varipulse catheter information was not available as symptoms were reported hours after the procedure. The physician¿s opinion on the cause of this adverse event was the catheter. Intervention provided was a CT angiography, but no further intervention was necessary. MRI will follow today the (B)(6). The outcome of the adverse event was last information was that the patient was fully recovered. The patient required extended hospitalization because of the stroke. The act before and during ablation always was 350 and 400 seconds. This case was new procedure/first time pvi for persistent afib. The patient rhythm during ablation was afib. No sheath and catheters exchange noted, and one transseptal puncture site was performed during the procedure. The number of performed pfa (pulse field ablations) during this procedure were 28 ostial and antral. No ablations performed outside of the pvi, only veins but 18 ablations on the right pulmonary vein. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. Pre-ablation pe (pericardial effusion) was checked, but not for thrombus. The patient did not have any anatomical abnormalities. The patient required extended hospitalization for monitoring/ observational purposes, additional CT and MRI were performed. Pulmonary vein ablation in atrial fibrillation using pulsed-field ablation catheter (varipulse). 23 applications, 4 incomplete applications. Apoplex is detected the next day after ablation. There were in fact 28 ablations in total, of which 5 ablations were incomplete (in the user report, only 23 were stated). There were 18 ablations at the right veins, 10 ablations at the left veins. Standard procedure, pvi only with 10 ablations on left veins and 18 on right veins, 5 out of 18 were incomplete. Right veins received extra ablation because it was not possible to reach first pass isolation. Reported act >350, lesions were not stacked, and catheter has been always rotated. Patient was sedated using propofol + additional drugs mix according to standard protocol of the hospital. During the procedure the patient responded well, she left the wardrobe with no symptoms. The day after she couldn't wake up, showing a hemiparesis of the right side, difficulties in talking, dizziness. She has been referred for a brain CT scan and it showed a minor perfusion of the right side without full breaking angiography suggesting an embolus partially occluding the area. Neurologist didn't suggest a thrombectomy. Minor perfusion localization was corresponding indeed with such symptoms she had. No stroke seen on CT imaging. Later that day, patient started to get better. She could wake up, talk and dizziness seems to disappear. She then underwent to brain mrt 7 days after the procedure and the exam showed 2 locations of cerebral stroke. 1 on the cerebellum, left hemisphere, size 32mm / 25mm, and 1 in the pica (posterior inferior cerebellar artery) location, size around 1 cm. So, 2 different locations of brain were interested, served by 2 different arteries. She has been discharged on the (B)(6) with little dysarthria and dizziness. She will have to undergo logopedic, rehabilitation for improve walking.

Manufacturer narrative:
On 6-jun-2025, bwi received additional detailed information regarding the procedure that occurred. There were 28 ablations (23 complete) 4 lspv (left superior pulmonary vein), 3 lipv (left inferior pulmonary vein), 7 rspv (right superior pulmonary vein), 9 ripv. 1 rpv (right pulmonary vein) carina. Stacking analysis ablation with low tpi (tissue proximity indicator) conformation. Catheter exchange analysis, the varipulse used to map and ablate. Ablation 11 followed by ablation 12 for 43 seconds between ablations. Abl 11: pulse 3/3, (B)(6) 2025 1:46:57, abl 12 pulse 1/3, and (B)(6) 2025 1:47:39. No rotation between ablations. Time between ablations is adequate, but it¿s recommended to rotate between ablations as well. Lesion precision is achieved through fixed electrode spacing, enabling a predictable and homogeneous electric field energy is delivered in an alternating, adjacent electrode pattern to enhance lesion depth, ensure redundancy, and compensate if an electrode lacks optimal contact. Bipolar & biphasic sequence with 1800v output, pulse train duration is < 250msec, 1 ablation = 3 applications, 10 seconds between applications, and no energy between electrodes 1 and 10. The devices worked as intended. There was low tpi throughout the case. Many ablations occurred in the rpvs, perhaps due to low tpi. Ablations were performed during afib, and root cause for the adverse event is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-aug-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The investigation determined the following: devices worked as intended low tpi (tissue proximity indication) throughout the case, many ablations in the rpvs (right pulmonary veins), perhaps due to low tpi, there were ablations during afib, root cause unknown. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).